Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned balloon catheter revealed that there was blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurized the balloon catheter. Fluid leaked out of a pinhole over the distal balloon marker. There were several chatter mark scratches proximal to the pinhole. Product performance engineering reviewed the incident info and the returned device analysis. It was reported that resistance was met while advancing the catheter through the pt anatomy, and that upon inflation the balloon ruptured. Analysis of the returned device noted a pinhole rupture along with chatter mark damage to the balloon surface near the rupture. Resistance may be encountered during a procedure due to interactions with other devices or the pt anatomy. Based on the reported info, the lesion had 90% stenosis and was mildly tortuous, both of which could have contributed to resistance. A definite root cause of the chatter marks could not be determined, but it is possible that the reported resistance experienced could have contributed to the chatter damage as the catheter was advanced to the lesion. Although, this damage could have occurred during manufacturing, a visual inspection for damage on the balloon is performed by manufacturing for all dilatation catheters. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. It was reported that there was mild calcification at the lesion, which could have contributed to the pinhole rupture. Furthermore, the chatter marks were next to the rupture, which suggests that the material may have been damaged and weakened such that upon inflation, the rupture occurred. No adverse pt effects were observed as a result of the balloon rupture. Based on the incident info and returned device analysis, the root cause of the difficulties experienced appears to be the circumstances of the procedure. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to patient injury previously. Device issue: balloon rupture. It was reported that after crossing the guidewire, the crosssail 2.0x10 was delivered toward the lesion. Although, there was a slight resistance, it crossed the lesion; however, the balloon didn't expand. When it was removed outside and checked, the rupture was found on the balloon. (It was a pinhole rupture). No additional event or patient information is available.